Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. It was further reported that balloon was inflated two times. On the first inflation, the balloon was inflated at 10 atmospheres for 5 seconds and on the second inflation, the balloon was inflated at 12 atmospheres for 8 seconds and the balloon ruptured. There were no balloon segments left inside the patient's body.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for five days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. It was further reported that balloon was inflated two times. On the first inflation, the balloon was inflated at 10 atmospheres for 5 seconds and on the second inflation, the balloon was inflated at 12 atmospheres for 8 seconds and the balloon ruptured. There were no balloon segments left inside the patient's body.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.